Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Using the returned battery cap, the pump powered up with auditory and vibratory features. No tactile issue was found with the keypad buttons. Moisture was observed behind the display. A leak test did not show any leak on the pump. Pump casing was opened and moisture was evident on the printed circuit board. Unrelated to the moisture ingress issue, the display screen was dim and discolored.